Manufacturer narrative:
Additional data: d1, d4, d9, g4, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a patient was revised approximately four months post-operatively to address two migrated ozark screws and a fractured and migrated ozark plate locking mechanism. This report captures the plate.